Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The reporter called alleging that the pt's meter did not power on. Reporter was unable to verify when the last time the pt tested on the meter. He experienced symptoms of feeling shaky, sweaty and had blurred vision. Emergency services were contacted and the pt was treated with IV and taken to the hosp where his reading was over 400mg/dl. The pt was in a coma for 8 hours. The meter does not power on when pressing down on the "m" button. The battery was correctly installed and was replaced less than a year ago. Reporter mentioned that the meter was cracked. Customer service was unable to resolve the issue and sent the pt a replacement meter. Based on the info provided, the pt suffered a serious injury; however, there is no evidence at this time that the meter contributed to the injury. There is no info on how long the meter would not power on or when the pt went to the hosp. Although the meter shows signs of misuse (cracked meter), this case is being reported as malfunction, since the power issue was not resolved.